Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tbm states the chair seat upholstery was stretched in front more so than usual.